Event description:
It was reported that premature battery depletion was suspected on the implantable cardioverter defibrillator (ICD) even though there was no excess usage observed in terms of capture thresholds and shocks delivered. The ICD reached the replacement indicator (eri) on (B)(6) 2025 and end of service (eos) on (B)(6) 2025. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device voltage was below end-of-service level upon receipt. Session records analysis and hybrid evaluation was performed; no sources of high currents were noted. Battery destructive analysis indicated a lithium cluster-induced short circuit occurred within the battery and was the cause of the premature battery depletion.

Manufacturer narrative:
Correction: section: section h6, investigation conclusion, should have been "cause traced to device design" instead of "cause traced to component failure". A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.